Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. Pre-soaking was not performed within 1 hour after the procedure. The device passed leak testing. The detergent used was anios clean excel. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel and forceps elevator. The forceps elevator was raised and lowered three times while submerged in the detergent solution and the forceps elevator was flushed. The distal end was brushed with the channel opening brush and angle use soft brush and the distal end flushed with the distal end flushing adapter. The automated endoscope reprocessor (aer)/endoscope washer disinfector (ewd) was a soluscope used with anios paa cln detergent and there were no defects. All channels were connected with tubes when the endoscope was setting up in the aer/ewd. The concentration and expiration of the disinfectant was controlled. The water quality of the rinse water was controlled (filtered water) and the water filter was replaced periodically in accordance with instructions for use. The scope was dried with filtered compressed air and stored in a simple cabinet. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive for more than 100 colony forming units (cfus) of klebsiella pneumoniae, pseudomonas mosselii, acinetobacter pittii in the air/water channel, more than 100 cfus of klebsiella pneumoniae, pseudomonas aeruginosa, pseudomonas mosselii, acinetobacter pittii in the suction channel, more than 100 cfus of klebsiella pneumoniae, pseudomonas aeruginosa, pseudomonas mosselii, acinetobacter pittii in the auxiliary channel, more than 100 cfus of acinetobacter pittii, pseudomonas aeruginosa, klebsiella pneumoniae, pseudomonas mosselii in the distal end and an unknown amount of cfus of pseudomonas aeruginosa and pseudomonas mosselii in the forceps elevator. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided results of third-party culture testing where: sampling date: 12oct2023 microbial name: staphylococcus coagulase negative bacterial load; 1 cfu/endoscope location of sampling: all channels microbial name: bacillaceae bacterial load; 1 cfu/endoscope location of sampling: distal end the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - probe unit-deflective - suction cylinder-scratched - air/water cylinder-scratched - mouthpiece-defect - electrical connector-broken however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. When the content of gf-uct180's instructions for use was checked, the re-process methods are described below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.